Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the internal paddle was not functioning. There was no patient involvement.

Manufacturer narrative:
The philips field service engineer evaluated the device on site. It was determined that internal paddles were not functioning. The customer was advised to replace the internal paddles and the device remains at the customer site. The cause of the reported problem was a malfunction of the internal paddles. The reported problem was confirmed. The internal paddles have been ordered. It has been concluded that no further action is required at this time.